Event description:
It was reported the battery voltage measurement was low, 2.48 volts, after device interrogation. This is below eri (elective replacement indicator) level, but data from the device via save to disk shows that the actual voltage was 2.93. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It shows the actual device battery voltage was 2.93v but with telemetry the value showed to be 2.58v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. It shows the actual device battery voltage was 2.93v but with telemetry the value showed to be 2.58v. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) was the result of high internal battery resistance.

Event description:
It was reported the battery voltage measurement was low, 2.48 volts, after device interrogation. This is below eri (elective replacement indicator) level, but data from the device via save to disk shows that the actual voltage was 2.93. The device remains in use. No patient complications have been reported as a result of this event. The device was later explanted and replaced.